Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A site rep reported an inaccuracy of 1 cm during an o-arm spine procedure. The alleged inaccuracy was in multiple directions/levels and alleged it was related to the poor image quality from the o-arm. The images were dark and the anatomy did not show up well. The site rep reported that the pt was scanned with an hd spin and with extra large settings. The surgeon was using the legacy driver sys at that time. The surgeon completed the case without any issues. No impact on the pt outcome was reported.